Manufacturer narrative:
Pump received with button error alarm and no act button response due to corroded keypad traces. Pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and the buttons are not responsive. Customer does not recall any significant events leading to the error. Troubleshooting was done for button error. Customer's blood glucose was unknown at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.